Manufacturer narrative:
The device was received by resmed and an evaluation confirmed the complaint. The top case and non-return valve (nrv) assembly were replaced to resolve the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed an astral device had an unresponsive touchscreen and failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the occurrence of device failed to complete its internal self-test. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported unresponsive touchscreen was due to physical damage and the reported device failed to complete it internal self-test was due to a faulty/defective non-return valve (nrv) assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed an astral device had an unresponsive touchscreen and failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.